Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter compared to a onetouch ultraeasy meter, performed within 30 minutes of each other. No results were provided for either meter, but the reporter claimed that the results differed by "10 points". This complaint is being reported because the reported results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.